Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. "Redness and warmth at the site of the left breast", "breasts were larger than the other. And changes in the shape of the breast a few years ago" and "prostheses had already shown displacement". Device remains implanted.

Event description:
Patient reported left side rupture, "redness and warmth at the site of the left breast", "breasts were larger than the other and changes in the shape of the breast a few years ago", and "prostheses had already shown displacement". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture, "redness and warmth at the site of the left breast", "breasts were larger than the other and changes in the shape of the breast a few years ago", and "prostheses had already shown displacement". Device remains implanted.